Event description:
It was reported that 100 of the bd ultra-fine¿ pro pen needle was unable to deliver the medication. The following information was provided by the initial reporter, translated from german to english: needles impermeable.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 04-may-2023. Investigation summary: a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. One hundred and four sealed 32g x 4mm pen needle samples were returned from lot. No. 2194953, cat. No. 320561 along with ninety-four sealed 32g x 4mm pen needle samples from lot. No. 2137659, cat. No. 320561. A clog test was carried out on thirty samples from lot. No. 2194953 and no issues were observed. A clog test was also carried out on 30 samples from lot. No. 2137659 and no issues were observed. See attached data collection forms. No issues were observed with the returned samples therefore no root cause can be identified.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d.4. Medical device lot #: 2194953. D.4. Medical device expiration date: 31-jul-2027. H.4. Device manufacture date: 13-jul-2022. D.4. Medical device lot #: 2137659. D.4. Medical device expiration date: 31-may-2027. H.4. Device manufacture date: 17-may-2022.

Event description:
It was reported that 100 of the bd ultra-fine¿ pro pen needle was unable to deliver the medication. The following information was provided by the initial reporter, translated from german to english: needles impermeable.